Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 system, model #:m-4800-01, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). Pentaray, model #: unknown, lot #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient became hypotensive and a tamponade was confirmed via echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization for monitoring and follow-up. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. It was noted that the physician is unsure of causality. No transseptal puncture was performed. There is no sheath information. Generator settings at the time of injury included power control mode at 40 watts (not titrated) with impedance of 85 ohms. Overall ablation time at the site of injury was 35 seconds. Last ablation cycle time at the site of injury was 35 seconds. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant with activated clotting time maintained in an unspecified range. There is no information regarding shaft proximity interference value. Thermocool smarttouch bidirectional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did indicate to re-zero the catheter. Alert 402 (magnetic distortion) populated. Issue was resolved with unspecified troubleshooting. This 402 alert message was assessed as a not reportable issue. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.